Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent, revealed severe stent damage. The stent was severely damaged along its entire length. The distal end of the stent was bunched in a proximal direction exposing the distal balloon wall. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed damage and bunching to the inner/outer shaft polymer extrusion. The device was returned frozen onto a 0.013¿ guidewire. The shaft polymer extrusion was broken at 3mm distal from the skive. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR: 2134265-2017-12649. It was reported that after the catheter became entrapped on the wire, a catheter shaft break occurred. The target lesion was located in a non calcified and non tortuous mid left anterior descending artery. The 2.50 x 38mm synergy ii stent delivery system (sds) was introduced over a samurai guidewire but could not be advanced into the proper position. The sds was stuck on the samurai wire and when the physician pulled back on the sds, the sds catheter shaft broke. All devices were removed together. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR: 2134265-2017-12649. It was reported that after the catheter became entrapped on the wire, a catheter shaft break occurred. The target lesion was located in a non calcified and non tortuous mid left anterior descending artery. The 2.50 x 38mm synergy ii stent delivery system (sds) was introduced over a samurai guidewire but could not be advanced into the proper position. The sds was stuck on the samurai wire and when the physician pulled back on the sds, the sds catheter shaft broke. All devices were removed together. No patient complications were reported and the patient status is ok.